Event description:
A customer reported experiencing a cartridge alarm 30, but it did not cause their blood glucose levels to exceed 500 mg/dl. The customer had not previously reported similar alarms with this pump. Tandem technical support arranged to replace the pump and advised the customer on storage and shipping procedures for the return of the defective unit. They also informed the customer about the updated software on the replacement pump and provided guidance on backup insulin therapy using multiple daily injections (mdi). The customer understood all instructions and acknowledged the necessary steps upon receiving the replacement pump.